Event description:
On 4/19/99, the distributor informed the MFR's customer svc rep that the device was received and it was noted that the inner tray of the device was open/broken. No further details were provided.